Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient came to clinic due to an emergency backup battery (ebb) fault alarm. The ebb was reseated three times, and the alarm still remained. The ebb was then replaced with a new ebb, the time and date were changed correctly, and the alarm was still present. The site tried reseating the new battery as well to see if that would fix the issue. Log files were sent for review. The event log confirmed the reported ebb faults. The system controller periodically performed internal load test on the ebb, and it appeared the ebb was not passing this test. The pump itself appeared to be operating within normal parameters. Based on the information provided this fault appeared to be isolated to the controller connection itself. The controller was exchanged. The event resolved after the controller exchange.